Event description:
Positively biased troponin I results on multiple samples taken from several pts. Biased results were reported to the physician, and corrected reports issued. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.